Event description:
Customer reported with an issue of "cant get the camera to connect to the processor". The issue occurred at preparation for use for a diagnostic procedure. There was no patient impact , no harm reported due to the event.

Manufacturer narrative:
The subject device was evaluated. Device evaluation could not confirm the phenomenon of cannot connect to the processor was not confirmed. However, device evaluation found "no image" which was due to faulty charge coupled device (ccd), and also found kinks on the cable. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.per instruction for use (IFU), it states, if the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding, and/or perforation." Based on investigation results, the complaint of no image was confirmed and found to be due to faulty ccd unit . The identified failure is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor complaints for this device.